Manufacturer narrative:
(B)(4). Results: removal difficulties, occlusion, inaccurate delivery. Improper delivery system removal, and pushing up the stent graft during deployment. Conclusion: removal difficulties, occlusion, inaccurate delivery. Improper delivery system removal, and pushing up the stent graft during deployment.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 110 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 9 mm in diameter. The right external iliac artery measured 7.5 mm in diameter and the left external iliac artery measured 7.5 mm in diameter. The right internal iliac artery measured 13 mm in diameter and the left internal iliac artery measured 10 mm in diameter. It was reported that the bifurcated stent graft was inserted through the right side and then deployed down to the level of contralateral gate. The gate was successfully cannulated and then the contralateral limb was inserted. The contralateral limb deployed longer than anticipated, so the physician pushed the implant upwards using the delivery system. When removing the contralateral delivery system, the physician pulled the front grip back at the same time as pushing the external slider forward, which resulted in the delivery system catching on the stent graft. The contralateral limb delivery system was removed, the bifurcated stent graft was deployed and the bifurcated stent graft delivery system was removed. Ballooning was performed. An endoleak was not found; however, it was confirmed there was an occlusion of the left internal iliac artery. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine. Physician¿s comments: during removal, graft cover was pushed up. It would be the cause of this event case.